Event description:
It was reported that the patient used up to 6 boluses per day. The patient experienced terrible headaches and awful back pain. The patient also had a ¿terrible fall¿ about three weeks prior to the report. The patient was having difficulty contacting his healthcare provider (hcp). There was concern of a catheter leak. It was also noted that the patient always used ¿all of the pump medication¿ and ¿something is off¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient. (B)(4).

Event description:
Additional information was received and it was reported that the patient received assistance on (B)(6) 2013 from their physician and their concerns were resolved. The patient did not have concerns with their device or therapy.

Manufacturer narrative:
(B)(4).